Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the sigmoid colon during an endoscopic colonic polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare has energy generating problem. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of energy generating problem. Block h11: one rotatable snare was received for analysis, and a visual inspection revealed that the device's working length and wire were kinked at the proximal section near the strain relief. However, both continuity and electrical tests were performed, and the device was found to be within specification. Finally, the device was tested using the erbe unit (bsc0077509), and the results showed no issues with energy delivery to the rotatable snare. No other device problems were noted. The reported complaint of loop failure to deliver energy was unable to be confirmed. Upon analysis, it was observed that the working length and wire were kinked at the proximal section (strain relief). These issues likely resulted from the way the device was handled and manipulated during use. Excessive or improper manipulation without adequate care may have contributed to the defects identified. Continuity and electrical tests were performed, and the device was found to be within specification. Additionally, the device was tested using the erbe unit (bsc0077509), which successfully delivered energy to the rotatable snare. These results indicate that the device is functioning properly and that there is no issue with energy transmission. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the sigmoid colon during an endoscopic colonic polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare has energy generating problem. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of energy generating problem.